Event description:
During review of programming history in the manufacturer programming history database it was noted on the date of implanted that there was an incomplete diagnostics that change the patient's settings. The change was noted by the physician but was only partially corrected. The output current was change back to 0 ma and but the magnet setting were left on. As this is a depression patient they typically do not have magnet stimulation enabled.

Manufacturer narrative:
Analysis of programming history.